Manufacturer narrative:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device shocked at an energy level lower than desired. Root cause could not be established and the customer was ordered a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device shocked at an energy level lower than desired. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.